Event description:
On 6/5/2024, a sales representative reported via (B)(4) that an ar-12990 knee scorpion needle broke off inside the instrument so a new needle would not pass through it. This was discovered during a procedure and no patient harm was reported. Additional information was received on 6/11/2024: all pieces of the needle were contained in the housing of the ar-12990 knee scorpion and were removed. There was no delay in the case. This was discovered during a meniscal root repair procedure on (B)(6) 2024. The case was completed using a suture lasso. No adverse effects on the patient reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-12990, knee scorpion, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the clamp had nicks and damage on it. Functional testing was performed and found that the cannulation is blocked, it is not possible to insert the needle completely. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.